Manufacturer narrative:
The device was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issue was observed. Product failed functional testing with motor stall error. The complaint investigation identified that phase #2 of the motor is shorted out. The motor/gearbox assembly could not be removed from the housing for further assessment due to the design of the mdu. The complaint was confirmed and the root cause has been determined to be an electrical short. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.

Event description:
It was reported that during procedure, the device was broken. No back up device was available. There was no delay and no patient injury or other complications were reported.